Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) recommended to increase the shock impedance out of range limit to 150 ohms and to consider a max energy synchronized shock if it increases above 150 ohms. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).